Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously elevated thyroglobulin antibody (thgabii) results for ten (10) patient samples on their unicel dxi 800 access immunoassay system. The erroneous thgabii patient sample results were reported outside of the laboratory. There was no patient treatment impact associated with this event. The customer reported that thgabii patient sample results recovered lower within the normal reference range upon repeat analysis. Quality control results were recovering within the laboratory's established ranges prior to the event.

Manufacturer narrative:
A field service engineer (fse) was not dispatched to the customer's site. H6: the erroneous thgabii patient sample results were all generated from one (1) thgabii reagent pack. When the reagent pack was replaced with a new reagent pack, lower expected results were obtain. In addition, quality control results with the new reagent pack recovered within the laboratory's established ranges. A definitive root cause has not been determined for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.